Event description:
It was reported that following a fall patient experienced ineffective therapy, X-ray imaging revealed patients lead migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.